Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was unknown at time of incident. Troubleshooting was not performed. The insulin pump will be returned be for the analysis.

Manufacturer narrative:
Device received with critical pump error and unable to download due to corroded electronic assemblies. Unable to verify pump error 35 due to download difficulty. Device received with corroded motor home switch.